Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional serious injury reported in the article(s) are captured under separate medwatch report(s). B3: the date of event is estimated as 10/19/2024 as this is the day before the alert date. D4: a partial UDI was provided as the lot number is not known. Article attached: article title: mechanism and management of acute femoral artery occlusion caused by suture-mediated vascular closure device following neurointervention.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery (rcfa) using a prostyle device after a neuro interventional procedure using a an 8f sheath. Reportedly, resistance was encountered during advancement into the vessel with the first prostyle device. The device was ultimately deployed, and the knot advanced and tightened; however, the device failed to achieve hemostasis. A second prostyle device was used, but the device was pushed too far down beyond the distal guide to get arterial backflow, however hemostasis was still not achieved with the second prostyle device. Manual compression was applied for 15 minutes to finally achieve hemostasis. The patient was not discharged, however, 2 days after treatment, the patient complained of pain and numbness in the right lower extremity every time she walked approximately 10 minutes. CT angiography revealed occlusion from the right eia to the right cfa. Emergency vascular surgery was performed using a balloon catheter, and cutting the suture to treat the occlusion, the diminished pulse pressure, thrombosis, and dissection. Surgical suturing and patch angioplasty were used to achieve hemostasis in the emergency vascular surgery. It was stated in the article the first device was inserted at a less than 45° angle, which allowed the footplate to deploy more perpendicularly, causing its posterior foot to snag and dissect the posterior wall intima. Details are listed in the attached article, titled ¿mechanism and management of acute femoral artery occlusion caused by suture-mediated vascular closure device following periinterventional.¿ no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and similar complaint history review were not performed because the lot number was not reported. Corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that may contribute to difficult to advance, include but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, or air knot (vessel not captured). Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.